Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement camera shipped to site 08/21/2014. Medtronic investigation of returned suspect device finds that the psu passed an aak test at .32 mm, very near the threshold of .35 mm. A check of the event log shows that the psu had failed two recent aak tests. Electrical failure - failed diagnostic test - directly caused event. Issue was able to be replicated. - camera replaced. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended.

Event description:
A medtronic representative reported a navigation system camera failing an accuracy test. There was no patient present when this issue was identified.